Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds were noted to be rising, potentially due to medication the patient was receiving while in the intensive care unit (ICU). The lead remains in use. No patient complications have been reported as a result of this event.